Event description:
The patient had a return of symptoms. The patient had a recent pump replacement and since that time has had increased baseline pain. The hpc planned to do a catheter dye study and a myelogram study under CT. A catheter access study was performed and the hcp did not find dye going into the intrathecal space. A catheter revision was recommended. The patient status at the time of the report was alive, no injury, no adverse event. It was later reported the hcp was not able to see the location of the issue but did not see dye in the intrathecal space. The hcp also performed a CT scan to try and locate the dye but it was not clear, he believed it was near the pump. The patient was placed on oral medication. It was further reported the catheter had a micro-tear. Since the new pump was implanted the patient started having increased pain/no efficacy. The hcp had been increasing the dose but it was not working. When the dye study was performed it also showed a leak at the intrathecal end of the catheter. The hcp planned to set the dose to minimum rate and a catheter revision was to be scheduled. The pump was used to deliver morphine/infumorph. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Product ID: 8709, lot# j10863r54, implanted: (B)(6) 2001, product type: catheter. (B)(4).